Manufacturer narrative:
(B)(4). The product has been returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a knee instrument was returned fractured. There is no additional information at this time.

Manufacturer narrative:
The reported event was confirmed as product was returned and visual inspection of the returned tasps exhibits signs of repeated use (nicked or gouged) one is fractured at the post and the other is fractured at the medial side. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.